Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer was the suture used on? What tissue is the needle portion retained in? What testing was performed to determine the needle is retained? What size of the needle (in cm) remains in the patient? Does the surgeon plan to remove the needle portion at a future date? What is the surgeon¿s opinion as to how the needle released from the suture during use? What are the patient age, weight and bmi? What is the current condition of the patient? What is the status of device return ¿ actual or samples of lot af7003 for evaluation?

Event description:
It was reported that a patient underwent an open vaginal hysterectomy procedure on (B)(6)2017 and suture was used. The needle was released from the suture during the procedure and the needle was left inside the patient. X-ray could not locate the needle and the patient is hospitalized. Another like device was used to complete the procedure. Additional information was requested.